Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires on two different locations at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks. The photographic imaging inspection and scanning electron microscopy analysis revealed all broken electrode wires in the fantail region. It is believed that these breaks caused the multiple shorted electrodes as well as electrodes with open circuits. A corrective action was implemented. In addition, this device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and sound quality issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.7, & d.10. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.